Event description:
Event was reported to caldera medical by an attorney. The patient has suffered swelling of bladder, erosion of vaginal wall, tightness of the sling on the urethral, fibroids, pain, discomfort, spasms, urinary retention, recurring uti's causing client to be on antibiotics, dyspareunia, back pain, vaginal burning, vaginal discharge, hard time walking, emotional distress, miscarriage due to infection, and shooting pain down leg. No further information has been provided.